Manufacturer narrative:
During testing at the service center, the device displayed a red light visual alarm. This was due to the four way valve being stuck.

Event description:
During testing at the service center the device displayed a red light visual alarm.